Event description:
It is reported that the device was implanted in 2004, and revised in 2008, due to the stem breaking.

Manufacturer narrative:
Evaluation summary - no product was returned for review. X-rays returned indicate that the stem fracture occurred at the junction with the body component. The x-rays also indicate possible proximal bone defects and reduced proximal support but, due to quality of them it can not be confirmed. The devices were in vivo for approx 4 years and 8 months. The package insert and/or surgical technique contains warning statements that device fractures may occur where excessive patient activity, weight and/or lack or proximal support are involved. Evaluation - no product was returned. Review of the device history records for 00-9982-019-18 did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. For the unk zmr spout body review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.